Event description:
It was reported that while on a patient, the anesthesia machine generated alarms for high airway pressure, resulting in an open safety valve leading to insufficient flow to the patient. The patient was removed from the anesthesia machine and ventilated manually. There was no patient injury reported.(B)(4).